Event description:
The pt reported that e7 (electronic) error was displayed on the infusion device. She changed the power pack and was unable to clear the error. She believes the infusion device does not deliver insulin correctly. Since approx (B) (6) 2009, she has experienced elevated blood glucose of up to 535 mg/dl. She boluses through the infusion device and is sometimes able to lower her blood glucose. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.